Event description:
It was reported that during product demonstration the irrigation pump was not working at the customer representative's office. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated and passed all manufacturer specifications. The device was repaired with preventative maintenance and returned.

Event description:
It was reported that during product demonstration the irrigation pump was not working at the customer representative's office. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.